Event description:
Rptr has had problem after problem with the "mechanics and programming" of the pump (which MFR's call in records should indicate), and has noticed the quality of the supplies has steadily gone downhill. The reservoirs leak air, the top portions break or come loose, the new inserting set is completely user "unfriendly", and many people in the diabetes support group express entire lots of supplies being dysfunctional. To replace new pump. Reporter learned they replace new pumps with refurbished pumps. Reporter's concern is for the pts that are using the pump and for their safety. Many more pts are on the pump, and it concerns reporter because there are very few options. Reporter only knows of three mfrs, one of which was recently banned from selling now in the u.s. (Reporter believes it was a swiss firm "disetronics".